Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Per surgeon, the patient fell and sustained a spiral fracture around the distal portion of the prosthesis. He found that the stem was loose so he removed that with the distal tip and replaced with a cone conical construct. The cup was intact so the insert was removed and replaced with a new crosslinked poly.